Event description:
Additional information received from the healthcare provider (hcp) for a clinical study via a manufacturer representative reported only the electrode was explanted.

Event description:
Additional information received reported that the patient was hospitalized from (B)(6) 2015 and the stimulator, the electrode, and extensions were explanted.

Event description:
It was reported that there was an infection at the lead location. On (B)(6) 2015 at the ¿end test visit¿ there was an infection found at the site of the electrode implant and there was local discharge. On (B)(6) 2015 the patient was hospitalized for less than 24 hours and the electrode and extension were explanted. The patient received antibiotic treatment. The infection was recovered on (B)(6) 2015. The event was serious, related to electrode, extension and the implant procedure. The issue was resolved.

Manufacturer narrative:
Product ID: 309328, lot# 0209057538, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).